Manufacturer narrative:
The 2.6f PICC was returned for evaluation. Visual inspection revealed a burst in the lumen approximately 9.5 cm distal to the hub, continuing approximately 0.5 cm down the lumen. A second lumen burst can be seen approximately 0.5 cm distal to the first burst. A significant blood clot was expressed from the second hole when flushing. The condition of the returned device suggests flushing against resistance may have caused the lumen to burst. The device was further evaluated by medcomp engineering. The location of the holes shows obvious signs of the lumen ballooning, which weakens the structure and, in turn, resulted in the lumen bursting. Flushing against a kink in the line or an occlusion may have resulted in the complaint condition. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) include warnings and parameters for infusion equipment and bolus injections to avoid excessive pressures. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's PICC line was not drawing back. The patient's leg had a hard swollen spot. The line was removed due to concern of infiltration. When the line was pulled, there was a fracture in the line that looked to be about where the swelling was on the patient's let. Infiltration was moderate. No additional interventions were required. No harm to the patient was noted.